Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched and reported the iabp passed all calibration, functional, and safety tests performed. The iabp was returned to the customer, and cleared for clinical use. The fse could not duplicate the problem. The iabp passed the helium leak test with a leak rate that was within the permissible range..

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a helium leak. This event occurred during service/test performed by the customer. No patient was involved and no adverse event has been reported.